Event description:
During the surgery (cataract extraction iol insertion femto laser assisted), a tear in the capsule occurred and the surgeon said the I and a tip was suspected to be the cause due to a manufacture defect. Curved I and a, tip, MFR - alcon, model number - 8065751512. Lot/ batch number 211760m.